Event description:
Customer reported that the device would not power up correctly. No reported pt involvement. Service rep duplicated reported condition. Device was repaired and proper operation was confirmed.